Manufacturer narrative:
The reported event of ble unavailable was confirmed. Based on the information provided, it was determined that the device had entered ble lockout due to several insufficient authorization attempts. This behavior is per design specification as a part of a cybersecurity feature.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited bluetooth (ble) telemetry loss. No intervention was performed. There were no patient consequences reported.